Event description:
The customer reported low latron scatter and a cleaner fluid leak of approximately 5ml from white blood cell (wbc) pinch valve tubing on a coulter lh 500 hematology analyzer during routine operation. The leak was contained within the instrument and no error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 02/03/2015 and replaced tubing with a pinhole at the wbc vacuum isolator chamber (vc11) to resolve the leak. He also adjusted the scatter gain to resolve the low latron scatter issue. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(4).